Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls (qcs) recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a system check on the sampler and sample mix, verified the sample probe alignments, and ran precision studies and quality controls (qcs) for several assays, which recovered acceptably. In subsequent visits, the cse replaced reagent 1 (r1) transducer, performed r1 alignments, primed the instrument, and ran system check and qc, which recovered acceptably. Upon further investigation, siemens determined that the customer reported results flagged with "abnormal assay" for analytes such as alanine aminotransferase (alti) and aspartate aminotransferase (ast). As per the dimension operator's guide, results flagged with "abnormal assay" cannot be reported. Sample with identification (B)(6) was processed again on (B)(6) 2020 and these results are compromised because of a sample specific issue. The cause of the different results obtained on different samples from the same patient is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2020-00060 and MDR 2517506-2020-00062 were filed for the same issue.

Event description:
The customer indicated they obtained incorrect serum indices for two patient samples on a dimension exl 200 instrument but did not provide additional information. The customer also indicated that different results for multiple analytes were obtained on two grossly hemolyzed samples (sample ID (B)(6) and sample ID (B)(6) ) from the same patient on the instrument. The hemolysis index for sample ID (B)(6) did not reflect that the sample was grossly hemolyzed. All results, except for the potassium result, that were initially obtained on sample ID (B)(6) were reported to the physician(s) and the physician only questioned the etoh result. After obtaining the higher etoh result, 376 mg/dl, the customer corrected the initially reported etoh result with 376 mg/dl. The correct results for the other analytes are unknown. There are no known reports of patient intervention or adverse health consequences due to the different results obtained on samples from this patient.